Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing additive, insufficient clot activator additive and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "tubes are presenting a poor performance." Additional information 07/15/2022: the customer describes: 1- delay in clotting; 2- incomplete separation of the blood components, showing that the separator gel barrier is not completely solidified, causing part of components to be not separated properly. "Measures have been taken as increasing the time for clotting and have a more compacted clot formation, so fibrin is avoided, but the results are the same (incomplete barrier separation)".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for fibrin, poor clot formation, and poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin, poor clot formation, and poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation, poor clot formation, fibrin strand(s) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin, poor clot formation, and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin, poor clot formation, and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing additive, insufficient clot activator additive and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "tubes are presenting a poor performance." Additional information 07/15/2022: the customer describes: 1- delay in clotting; 2- incomplete separation of the blood components, showing that the separator gel barrier is not completely solidified, causing part of components to be not separated properly. "Measures have been taken as increasing the time for clotting and have a more compacted clot formation, so fibrin is avoided, but the results are the same (incomplete barrier separation)".